Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose 800 mg/dl. Customer did feel ok to troubleshoot their high blood glucose reading. Customer was vomiting, hard breathing, sweaty and dizziness. Customer blood glucose reading while admitted was unknown. Customer had diabetic ketoacidosis. The cause of the high blood glucose reading was unknown. Customer did changed their set 2days ago. Customer did not mention their treatment for the high blood glucose reading. Customer admitted was admitted in the hospital by their own. Customer used their insulin pump within 48 hours. Customer was treated with manual injections. Customer did mention using the auto mode feature. The product will not be returning for analysis.